Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/08/2025, the beta bionics ilet user contacted support due to receiving alert 41 - absolute range error (false homing) during a supply change. The issue occurred after removing the cartridge before performing a rewind. The user attempted to restart the device but was unable to initiate a rewind and continued to receive restart alerts. Backup therapy was used. A high blood glucose (bg) level of 317 mg/dl was recorded but was corrected using multiple daily injections (mdi). The event did not persist for more than 90 minutes, and no symptoms were reported. The system did not alert the user, and no external assistance or medical intervention was required. The device was returned for replacement.